Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check, including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self-test, unexpected restart test, and all the operating current test due to no button response. No damage on keypad traces noted. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that she got pushed into a pool. The insulin pump was exposed to water. Customer's blood glucose level was 84 mg/dl. Fluid was under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.